Event description:
The customer reported that the sys froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A gr svc representative performed an onsite investigation. The ps1 power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The generator interface pcb coin battery was also replaced during the svc event. The system was tested and found to be working as intended and returned to svc.